Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of blackout when adjusting angulation was confirmed. Based on the results of the investigation, the probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use for a diagnostic procedure. The videoscope presented with a blackout when adjusting angulation. There was no reported patient involvement.